Event description:
It was reported that the patient presented to an outside emergency room (ER) with acute mental status changes, which had resolved. Upon interrogation, it appeared that they had a low voltage hazard, followed by a no external power alarm. The patient had no recollection of the event. Following review of the submitted log files, it appeared that the low voltage hazard/no external power events were captured on 28sep2025 at 1155 while using the mobile power unit (mpu). There appeared to have been a total loss of power to the mpu, which enabled the emergency backup battery (ebb) in the system controller until the power was restored to the mpu. The event lasted about 40 seconds. There were no other unusual events noted in the log files.

Manufacturer narrative:
Section a4: patient weight was not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 28sep2025 was reviewed. The log file captured power cable disconnect, low voltage hazard, and no external power alarms while connected to the mpu on 28sep2025. The alarms were due to the relative state of charge (rsoc) and bus voltage on both power cables decreasing below the alarm thresholds. The alarms resolved once external power to the mpu was restored. This is consistent with a loss of power to the system. The system controller backup battery supported the system during the losses of external power without any issues. The no external power event did not impact the system controller¿s ability to support the pump. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for 20205289 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.